Event description:
A customer in the united states contacted biomérieux to report the occurrence of a (B)(6) sample out of range (result was 1.49ng/ml, acceptable range 1.56 - 2.30ng/ml) for the vidas brahms procalcitonin (pct) assay. Repeat testing obtained results of 1.42 and 1.30 ng/ml. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to the patient's state of health. There was no patient associated with the cap survey sample. Biomérieux investigation will be conducted.

Manufacturer narrative:
An internal investigation was performed for a cap survey sample (1374401-01) that was out of range low (1.49ng/ml) compared to the acceptable range (1.56 - 2.30ng/ml) for the vidas brahms procalcitonin (pct) assay. ** quality control records** no CAPA nor non-conformity was linked to the customer's issue for vidas pct, ref. 30450-01, lot number 1006455600. ** batch history record** no anomaly during the manufacturing , control and packaging processes ** study of internal samples control charts ** : four internal sera were tested on five batches of vidas pct including the one of the customer. All results are within specifications. The customer's lot was in the trend of the other lots. **complaint analysis** no other similar complaint was recorded for an underestimated result with this eqa program (cap). **tests performed internally ** (1 ng/ml = 1 ¿g/l) cap survey pct-b 2018 campaign aug 2018: 604 laboratories using vidas gave a result for sample pct-06 cap survey complaint laboratory results : pct-06 sample vidas pct lot 190326-0: 2.02 [?]g / l vidas peer group average 1,929 [?]g / l - (min at 1,56 [?]g / l -max at 2,28 [?]g / l) feb 2019 investigation : cap survey pct-06 thawed sample: vidas pct tested with pct lot 190412-0 : 1.84 [?]g / l value close to the target and conforms to the vidas peer group acceptable ranges. Feb 2019 complementary tests on internal sample pa112 from activity panel: pa112: 3.71 [?]g / l acceptable range [3.39-5.33] [?]g / l release value 4.02 [?]g / l pa112 conforms and cis lose to the value obtained during the activity check conclusion the customer's anomaly was not reproduced. Sample cap survey pct-06 was tested in aug 2018 (lot 190326-0) and checked in feb 2019 on the customer's batch (vidas pct lot 1006455600 / 190412-0). Both results are close to the target and conform to vidas peer group acceptable ranges. According to the information/data mentioned above, the kit vidas pct lot 1006455600 / 190412-0 is within the expected performances.